Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the outer sheath on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system fractured and separated during use inside of the patient and was able to be removed directly with the delivery system. A non-cordis carotid artery stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% internal carotid artery stenosis with moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no damages to the device packaging. The delivery system was able to be removed easily from the patient. There were no indications that the stent was partially deployed after it was removed from the patient and an attempt to deploy the stent was made outside of the patient. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the distal end portion of the outer sheath was separated. Additionally, the stent was no longer mounted in its manufacturing position, suggesting it was deployed before arriving to the analysis laboratory. Od dimensional analysis was performed near the separated borders, and the measurements obtained were within specification. However, ID dimensional analysis could not be performed due to the unit¿s configuration. High magnification analysis of the separation borders of the outer sheath revealed typical elongation patterns and plastic deformation, commonly associated with excessive tensile strength interactions. Furthermore, scratch marks were observed on the surface near the separation borders, potentially indicating interactions with a sharp object. The reported ¿outer sheath separated¿ was confirmed as the outer sheath was noted to be separated when returned. Subsequent findings of an ¿inner shaft ¿ exposed braidewire/corewire¿ was also observed during analysis. However, the exact causes of the damages cannot be determined. The separated areas were evaluated using a vision system, which revealed elongations on both edges of the outer sheath and exposed braidewire suggesting material tensile overload. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separations noted. This was during a procedure to treat a 70% internal carotid artery stenosis with moderate calcification and moderate tortuosity. Procedural and/or handling factors and vessel characteristics likely contributed to the events reported as evidenced by the analysis of the returned device. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outer sheath on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system fractured and separated during use inside of the patient and was able to be removed directly with the delivery system. A non-cordis carotid artery stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a 70% internal carotid artery stenosis with moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no damages to the device packaging. The delivery system was able to be removed easily from the patient. There were no indications that the stent was partially deployed after it was removed from the patient and an attempt to deploy the stent was made outside of the patient. The device will be returned for evaluation. Addendum: product evaluation revealed the inner shaft braid wire is exposed.